Event description:
Co was informed on an explant report of an insulation break in the sens/pace lead adapter. There was no indication that the adapter has been explanted. To date co has not received the device.